Event description:
Healthcare professional reported right side "rupture" and "capsular contracture baker grade IV." Device has been explanted and replaced. Healthcare professional later reported "not a silicone rupture issue".

Manufacturer narrative:
Clarification to b.5. Description of event and h.6. Adverse event problem: the initial medwatch reported right side rupture a0412. The explanted device received in the analysis lab was not found to be ruptured and the healthcare professional has since reported this was "not a silicone rupture issue". Rupture will be un-reported from this record. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: no observed. As per the investigation procedure deformation, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture" and "capsular contracture baker grade IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Device has been explanted and replaced.